Event description:
It was reported that the patient presented to the clinic for a follow up. Upon performing a capture test on the pulse generator, it was noted that the patient had an arrythmia induced by the capture testing. Programming changes were made. The patient was in stable condition.